Event description:
It was reported to boston scientific corporation that a contour ureteral stent was being used for a ureteral stent placement procedure. According to the complainant, when the package was opened the stent was found to be damaged. The stent appeared to be torn or melted in half. The packaging was intact. The procedure was successfully completed using a second contour ureteral stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.